Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed technical support engineer (tse) that the site experienced a non-recoverable fault while setting the room up this morning. The tse viewed logs and noted faults on the tower madd board. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart touch display to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touch display was analyzed, performed troubleshooting and reviewed logs and found 307 video display controller front monitor (vdcf) faults on the tower madd board. Performed a visual inspection and found no problem related to reported issue. Confirmed error 307 in recorded logs lighthouse/aperture. Installed in an internal equipment, fixture, or tool (eft) system and replicated error 40096 on start up (missing node vdcf). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.